Manufacturer narrative:
Corrected fields: (manufacturer report number corrected to 9613369-2018-00233).

Manufacturer narrative:
Manufacturer report number corrected to 9613369-2018-00233. (B)(4).

Event description:
It was reported that a revision surgery was performed due to dislocation caused by the technical failure.